Event description:
Complainant alleged that during training by facility staff, the device was unable to obtain an ECG signal, and displayed an unknown error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.